Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the injury.

Event description:
Litigation alleged that patient suffer from defects that cause excessive amount of cobalt and chromium to wear from the surface of the acetabular insert and from the femoral head, which causes the surrounding tissue and bone to die. Updated facility name and added associated contact.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form and medical records received. After review of medical records the patient was revised to address metallic wear and metallosis. Operative note reported synovium was bulging and had dark appearance this was incised and has a slightly opaque bright yellow fluid and some particulate whitish debris. Synovium led down had grayish appearance. There was slight corrosion at the taper however it was intact. Fibrous materiel dissected in the acetabulum. Metallic liner was noted to be disengage. Clinical visit prior to revision reported occasional locking up position and some pain due to possible metallic debris. Lab result shows elevated cobalt serum level and MRI shows fluid accumulation right hip and the assessment metallosis. Doi: (B)(6) 2002; dor: (B)(6) 2020 ; right hip.